Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 3.2 inr. Customer strips and retention meter - 3.2 inr. Donor #2: master lot and retention meter - 2.2 inr. Customer strips and retention meter - 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
The nurse complained of erroneous results for 1 patient tested on coaguchek xs meter with serial number (B)(4). The patient was tested on the coaguchek xs meter at 3:17 p.m. And the result was 7.1 inr. The patient was re-tested on the meter 1 minute later using a different finger and the result was 5.1 inr. The patient was re-tested again on the meter 1 minute later using a different finger and the result was greater than 8.0 inr. The nurse believed the result of greater than 8.0 inr and advised the patient to withhold their coumadin dose for 2 days. The patient did not believe the result of greater than 8.0 inr was correct and went to the laboratory the same day on her own to get re-tested. The result from the laboratory from an unknown method was 2.8 inr. Based on this result, the patient decided to not withhold her coumadin dose for 2 days. The patient was advised to come back in on (B)(6) 2016 to be tested again on coaguchek xs meter with serial number (B)(4) and the result was 5.4 inr. This result was reported to the doctor who did not believe the result and sent the patient for a laboratory test. The result from the laboratory from an unknown method was 2.8 inr. The doctor does not think the meter result is correct. The doctor thinks the laboratory result is correct. The patient's coumadin dose was not changed. The patient's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The patient was feeling ok. The patient is not anemic nor does she suffer from antiphospholipid antibodies. The patient is not on heparin or other direct thrombin inhibitors. The patient had no changes in vitamins or supplements. The meter and strips were requested for investigation. Relevant retention test strips (lot 121348) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.